Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the pulse rate is inaccurate when compared with another spo2 monitor. Customer does not know the model number of the comparative oximeter. Heart rate is off by 20bpm higher than the other device. The customer states that the comparative device is "a finger sensor that belonged to the patient's nurse who is no longer with the patient so they won't be able to get any information about the comparative device." No blood gas analysis was performed. The patient cable and sensor are not available. Finger sensor was discarded and patient cable was tested and sent out on another patient and is not available. Masimo sensor was placed on the right index finger. Patient had no nail polish. No known impact or consequence to patient.